Event description:
C-cc-bt - broken tubing; it was reported that the tube next to the 3-way connection was cut before use. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete flotrac kit. Tubing was broken off from bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.